Event description:
It was reported that the connection between the extension tubing luer fitting and connector leaked liquid. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed forty-seven other similar product complaint(s) from this lot number.